Event description:
Caller reported a cgm error 42 related to their g7sensor. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reset their pump with guidance from technical support, resolving the error and allowing them to start their sensor session.